Event description:
It was reported a 6f angio-seal sts was used to seal the right femoral arteriotomy post percutaneous cardiac procedure. The pt was discharged. Two weeks later the pt returned to the emergency room with a large right groin hematoma. A culture was obtained of the red, swollen hematoma which was positive for staph aureus. The pt underwent surgical exploration and repair of the pseudoanuerysm. The surgeon noted a small pocket of pus. The pt went into multi-system failure and expired 3 days later.